Manufacturer narrative:
(B)(4). Date sent: 6/14/2021. D4: batch # u93w38. H6: component code: (g07). Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined that the el5ml device was returned with the trigger in midway position and with the advancer protruding into the jaws, however, the external components and the advancer were noted to be in good condition. No issues were observed. Upon cycling, the instrument was noted to be empty and locked out. The instrument is designed to lockout after all the clips have been fired; therefore a potential cause for the customer reported experience is the firing of all of the clips, as a result, the instrument could no longer be fired due to the activation of the lockout mechanism. The instrument has an orange indicator that appears on the top of the handle as a reference for the user regarding the number of clips remaining. No functional testing could be performed as the device was returned empty, therefore, no further investigation could be performed about the reported event. The event described could not be confirmed as the device was returned empty, no functional testing could be performed. And no product defect was identified. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use do contain the following: "caution: prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Caution: inspect the jaw tips to ensure the clip is fully advanced in the jaws. Complete the firing cycle by squeezing the trigger until it stops against the handle to completely form the clip on the targeted structure or vessel. Caution: the trigger must be fully squeezed against the handle to ensure complete clip formation. After firing, fully release the trigger. Note: a clip will not be loaded in the jaws until the trigger is squeezed again. Note: if a clip is dislodged prematurely from the jaw tips or a clip fails to advance, remove the jaws from the targeted structure and fully squeeze and release the trigger to reset the device. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic colectomy, jamming occurred from the seventh firing. The half-closed clip was fed into the jaws. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.